Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 07-dec-2022. H6: investigation summary : bd received 197 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed in one (1) of the samples. Additionally, retention samples from bd inventory were evaluated by visual examination and upon completion the indicated failure mode for foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® blood transfer device holder with female luer adapter, the device experienced foreign matter within the fluid pathway. This event occurred once. The following information was provided by the initial reporter. The customer stated: this is a report about fm in sterilized package. According to the customer's report, an eraser crumbs-like fm is adhering to the product in the package.

Event description:
It was reported when using the bd vacutainer® blood transfer device holder with female luer adapter, the device experienced foreign matter within the fluid pathway. This event occurred once. The following information was provided by the initial reporter. The customer stated: this is a report about fm in sterilized package. According to the customer's report, an eraser crumbs-like fm is adhering to the product in the package.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.